Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date five months prior to this report, the patient experienced peritonitis. Treatment for the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. On an unreported date, the peritonitis resolved and the patient recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The date of event was reported to be (B)(6) 2013. Should additional information become available, a follow-up will be submitted.